Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, e1, g1, g3, g6, h2, h3, h6 (problem code, type of investigation, investigation findings, component code, investigation conclusion), h11. A getinge field service engineer (fse) reported that the unit failed the fill manifold test and the batteries were not charged. The fse replaced the fill manifold. Fse advised customer to charge up the batteries. Product passed all functional and safety tests per manufacturer specifications.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) reported that the unit failed the fill manifold test and the batteries were not charged. Despite good faith efforts (gfes), no further information has been provided. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6. Corrected fields: h6 (problem code), h11. A getinge field service engineer (fse) reported that the unit failed the fill manifold test and the batteries were not charged. The fse replaced the fill manifold. Fse advised customer to charge up the batteries. Product passed all functional and safety tests per manufacturer specifications.

Event description:
It was reported that during preventive maintenance, the cardiosave intra-aortic balloon pump (iabp) failed the fill manifold test. The service engineer observed that the k3 test pressure was increasing beyond the acceptable tolerance range, and determined that a replacement of the fill manifold was required. No patient was involved.

Manufacturer narrative:
Due to character limit in block e1 event site name: (B)(6), event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11.

Event description:
N/a.